Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 346 mg/dl. Troubleshooting was performed and the occlusion alarms were verified. Customer declined to complete troubleshooting and alleged the occlusion alarms were caused by an unspecified pump issue. Reportedly, the customer reverted to an alternate pump for insulin therapy.